Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the prineo product? Nothing stated what surgical intervention was performed. Unknown were any cultures taken? Results? Unknown please describe how was the adhesive was applied. Unknown what prep was used prior to, during or after prineo use? Duraprep was a dressing placed over the incision? If so, what type of cover dressing used? Unknown is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? Unknown were any patch or sensitivity tests performed? Unknown patient demographics: initials / ID, gender, age or date of birth; bmi. Unknown patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Device not returned. Additional information has been requested and obtained. What is the procedure date? Unknown. What date did the infection occur on? Unknown. Was there any medical or surgical intervention performed to treat the infection (product removed; re-operation; re-closure; prescription medication)? If so, please specify. I don¿t know details but I believe there was a reoperation of some type. If medication was required, please clarify if it was prescription strength. Unknown. Can you identify the lot number of the product that was used? No. What is the most current patient status? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What surgical intervention was performed. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No product is available for returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee procedure on an unknown date in 2021 and topical skin adhesive was used. Post op, patient developed an infection. Device is not available for return. Treatment of reoperation of some type was performed. Additional information has been requested.